Event description:
Customer reported to beckman coulter, inc (bec) that electrolytes on the unicel dxc 800 synchron clinical system (dxc 800) would not calibrate. Customer reported that there was a leak from the modular reagent side of the dxc 800. Customer reported that fluid spilled onto the floor. Customer reported that all the cup chemistries were fine. Customer reported that erroneous results were not generated. There was no report of any adverse event or injury requiring medical intervention or patient treatment. Bec field service engineer (fse) identified and removed an obstruction from the ion selective electrode drain valve.

Manufacturer narrative:
(B)(4).